Event description:
It was reported that the patient was transported via ambulance to the hospital due to having long pauses. The long pauses were due to this pacemaker exhibiting oversensing. It was noted that the patient experienced syncope, as well. While interrogating the device, a message indicating the device was in safety mode appeared. The device was explanted and replaced. It was noted that the external patches were used while the patient was in the ambulance, and a temporary wire was used before the procedure. No additional adverse patient effects were reported. The device is expected to return for analysis. Subsequently, the clinic expressed concerns that this device experienced premature battery depletion (pbd) prior to the procedure. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
Correction to field b2: outcomes attrib to adv event. Correction to field b5: describe the event or problem. Correction to field h6: patient codes.

Event description:
It was reported that the patient was transported via ambulance to the hospital due to having long pauses. The long pauses were due to this pacemaker exhibiting oversensing. It was noted that the patient experienced syncope, as well. While interrogating the device, a message indicating the device was in safety mode appeared. The device was explanted and replaced. It was noted that the external patches were used while the patient was in the ambulance, and a temporary wire was used before the procedure. No additional adverse patient effects were reported. The device is expected to return for analysis. Subsequently, the clinic expressed concerns that this device experienced premature battery depletion (pbd) prior to the procedure.

Event description:
It was reported that the patient was transported via ambulance to the hospital due to having long pauses. The long pauses were due to this pacemaker exhibiting oversensing. While interrogating the device, a message indicating the device was in safety mode appeared. The device was explanted and replaced. It was noted that the external patches were used while the patient was in the ambulance, and a temporary wire was used before the procedure. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Correction to field h11: additional MFR narrative upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the patient was transported via ambulance to the hospital due to having long pauses. The long pauses were due to this pacemaker exhibiting oversensing. It was noted that the patient experienced syncope, as well. While interrogating the device, a message indicating the device was in safety mode appeared. The device was explanted and replaced. It was noted that the external patches were used while the patient was in the ambulance, and a temporary wire was used before the procedure. No additional adverse patient effects were reported. The device is expected to return for analysis. Subsequently, the clinic expressed concerns that this device experienced premature battery depletion (pbd) prior to the procedure. The device was returned for analysis.